Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "the lavender tube had a foreign object in it. This was the only tube identified when the staff was stocking."

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "the lavender tube had a foreign object in it. This was the only tube identified when the staff was stocking."

Manufacturer narrative:
H6: investigation summary bd received 1 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- debris with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- debris with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.